Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed a 0 unit display for the cartridge on the pump. The customer reported no alerts or alarms received. During troubleshooting, tandem technical services identified in the pump logs that the cartridge was removed while in the load sequence, however the customer refused that the cartridge had been removed during the load process. The customer's blood glucose level was 209 mg/dl. The customer declined further troubleshooting.

Manufacturer narrative:
(B)(4).